Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump was tested after cleaning the keypad traces. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted during testing. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube window corners, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm due to the keypad was unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.